Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface printed circuit board was replaced and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up outside of a case. No pt injury was reported.